Manufacturer narrative:
Operator of device: unknown. The product has not been returned for evaluation, but it is anticipated. No further information has been made available to date. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump was alarming "key stuck". No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Faulty keypad was replaced. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120